Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The reported device is not currently cleared/approved in the us, but was determined to be same or similar to a device that has been cleared/approved by the FDA.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the balloon and inflation lumen, consistent with a leak or rupture while in the anatomy. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. During functional testing, a new indeflator filled with water was used in attempt to inflate the balloon to rated burst pressure (rbp), when it was observed that fluid was coming out from a pinhole in the balloon above the distal balloon marker. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The scanning electron microscopy (sem) analysis suggest that the balloon material failure may be attributed to mechanical damage to the outer surface. Additionally, cine images of the case were returned and reviewed by a clinical research analyst suggest that there may be the possibility of malaposition of one of the stent marker struts of the right iliac stent which could have facilitated a puncture of the balloon. In this case, the balloon rupture may be due to interaction with previously placed restenosed non-abbott stent. If the balloon experiences mechanical damage during the procedure, such as interaction with calcification or other devices, this may cause the balloon material to weaken and rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication to suggest a lot specific or product quality deficiency.

Event description:
It was reported that the procedure was to treat in-stent re-stenosis of a non-abbott stent in the common iliac artery. Successful dilatation was performed on the left common iliac with a 9 x 40 armada 35, at 6 atmospheres (atm). Next, a 8 x 40 armada 35 was advanced to the right common iliac and inflated two times, at 6 atm. On the third inflation of 6 atm, a balloon rupture occurred. The result was good, and there was no additional dilatation needed. There were no patient effects. No additional information was provided.